Event description:
Per echocrt adverse event report, physician tried to convert with device the day before and was unsuccessful. Pt was scheduled for array implant the day of adverse event, but the physician decided against placing the array and chose to use a st. Jude durata. Pt was placed on cardiac transplant list per hospital.